Manufacturer narrative:
Product complaint # (B)(4). (B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture pull off occurred (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? Passing through tissue what tissue was being approximated or sutured when the pull off occurred? Dura. Did the 2 cases of pull off occurred during the same procedure? Yes events reported in medwatch report: (B)(4).

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture material had pulled away from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h4, h6. A manufacturing record evaluation was performed for the finished device batch mcj588, and no non-conformances were identified. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a paper lid and a winding former with a detached needle of product code 8533h was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area was noted to be as expected, however body fluids and marks by the surgical instrument were noted and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 5/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1